Event description:
It was reported while using an unspecified bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: alaris tubing leaking at the filter site.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking at the filter site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: alaris tubing leaking at the filter site.